Event description:
A complaint was filed to an enterprise vrd (product / lot # yet to be confirmed). The patient had undergone the vrd placement procedure in (B)(6) 2015. It was reported that the patient has deceased in (B)(6) 2015 due to suffering sah. The autopsy was conducted and it was discovered that the vrd marker was being exposed from the ruptured lesion site. It is currently unknown if the rupture were caused by the vrd marker or not. No further information is currently available. The physician will be interviewed for the further information later. Although the product / lot # of the complaint enterprise is currently unknown, for the sake of creating the complaint, the product file # is created with another product # for now. The product / lot # will be updated later.

Manufacturer narrative:
UDI: unknown part number, attempts to obtain product are being conducted and will be supply if provided. Additionally, the product captured in this complaint is for an unknown enterprise device. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The patient had undergone the vrd ((B)(4)) placement procedure in (B)(6) 2015. It was reported that the patient has deceased in (B)(6) 2015 due to suffering sah. The autopsy was conducted and it was discovered that the vrd marker was being exposed from the ruptured lesion site. It is currently unknown if the rupture were caused by the vrd marker or not. No further information is currently available. The physician indicated that the complaint enterprise was implanted on (B)(6) 2015. It was implanted with jailed technique. The target aneurysm was located at the ica, which was unruptured and about 4mm diam/cc. The patient¿s details such as sex, dob, and weight were not available. There were also no information of neither other implanted devices nor the concomitant devices. The index procedure was successfully completed, and no report of any event. The patient was administered with aspirin and clopidogrel after the procedure. There were no reports of whether the patient had an allergic reaction with the medication or not. The exact date of death was unknown, but it was reported that the patient deceased in late (B)(6) 2015. The further detail of the index procedure and the autopsy were unavailable. It was concluded that it could not be determined whether the complaint enterprise were related to the death. No additional information is available. Per (B)(4), (B)(6) did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. Stent movement and possible risk of perforation are known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient, vessel size, pharmacological and procedural factors may have contributed to the event. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The patient had undergone the vrd (enc451400 / 10407306) placement procedure in (B)(6) 2015. It was reported that the patient has deceased in (B)(6) 2015 due to suffering sah. The autopsy was conducted and it was discovered that the vrd marker was being exposed from the ruptured lesion site. It is currently unknown if the rupture were caused by the vrd marker or not. No further information is currently available. The physician indicated that the complaint enterprise was implanted on (B)(6) 2015. It was implanted with jailed technique. The target aneurysm was located at the ica, which was unruptured and about 4mm diam/cc. The patient¿s details such as sex, dob, and weight were not available. There were also no information of neither other implanted devices nor the concomitant devices. The index procedure was successfully completed, and no report of any event. The patient was administered with aspirin and clopidogrel after the procedure. There were no reports of whether the patient had an allergic reaction with the medication or not. The exact date of death was unknown, but it was reported that the patient deceased in late (B)(6) 2015. The further detail of the index procedure and the autopsy were unavailable. It was concluded that it could not be determined whether the complaint enterprise were related to the death. No additional information is available. (B)(4).